Event description:
It was reported that the catheter was entrapped on the filterwire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The severely calcified target lesion was located in the superficial femoral artery (sfa). During the procedure a filterwire was stuck inside the jetstream catheter. The procedure was completed with a 2.1mm jetstream catheter. There were no patient complications.